Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that prior to a laparoscopic rectal resection procedure, making the anastomosis with the device was more difficult than usual. The stapler required more power to fire. During firing of the stapler, there was another sound another 'crack'. The anastomosis was cut and not stapled; the staples were not closed in the abdomen of the patient. The device was difficult to remove. The surgeon has taken a new device and made the anastomosis with the same anvil and it succeeded. A stoma had to be created on the patient. The procedure was delayed by an hour and a half hour because of the failure of this device. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Received additional information from the sales rep: was the device fired before it was connected to the anvil? No. What device was used for the proximal and distal transaction of the bowel? What color reload? Endo gia 60 purple. On what tissue type was the device used? Rectum. What purse string technique was used in this of procedure? (Ex. Hand tied purse string, purse string device) device (clamp and ethylon 2/0 straight needle). How was the purse string placed, by hand or with an assist device? If an assist device, what product? Cfr supra. Was the spike of the trocar inserted through bowel lateral or through the staple line? Bowel next to the staple line. What confirmation did the surgeon receive that the anvil was firmly attached? The usual click. When the device was fired, what was the location of the indicator within the gap setting scale? Fully closed. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? The usual crunch was not normal (much louder, more like a crack) and the amount of the needed power was bigger. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Yes, it was not possible. We tried gently, but the colon stayed fixed to the device. When bringing it back to its original position we saw the rectum (distal part of the anastomosis) was torn. We had to unlock the anvil from the stapler to pull it out of the rectum. Were the donuts complete/well formed? No donuts at all, the proximal part of the colon (anvil) was intact. The distal part of the rectum was torn. Some open staples were found in the pelvis. Is there any other additional information you would like to share about this device, procedure, patient or physician? The same anvil was used with a new stapler without any trouble. What were the indications for surgery? What was found? Rectal carcinoma. Is the stoma planned to be permanent? No. What is the current status of the patient? Fine. What are the patient¿s age and sex? (B)(6) female. Did a hcp other than the primary surgeon fire the instrument? If so, whom? 4th year trainee with large experience in firing. The following information was requested, but unavailable: was buttressing material utilized? If so, which product? Was the breakaway washer completely cut during the firing with the first device?